Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 200 to 250 mg/dl.

Manufacturer narrative:
Device not returned.